Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was provided with complete pump reset information via email because they did not have the insulin required for troubleshooting and were advised to call back if the issue was not resolved.